Manufacturer narrative:
The insulin pump had a broken off end cap, protruded/loose drive support disk, scratched display window, broken belt clip slot and a missing end cap sticker. Unable to perform the displacement test, test for motor error alarm or verify error alarm in alarm history screen due to broken off end cap. Motor passed motor test.

Event description:
Customer's father called to report that insulin pump has physical damage. The insulin pump was dropped and customer is receiving multiple alarms. The right side of the insulin has popped off. The drive support cap is protruded. Customer's blood glucose reading is 92 mg/dl. Advised caller that the insulin pump must be replaced. Nothing further reported.